Event description:
A caller reported a malfunction alarm on the pump, indicated by the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, provided pump reset information, and verified that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue occurred again.